Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomedical engineer stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contact information was provided.